Event description:
Boston scientific received information that this left ventricular lead was exhibiting impedance measurements greater than 2000 ohms and no capture. The lead was found to be fractured. Therefore, a revision procedure was performed. The physician reported this lead could not be removed and was abandoned surgically. The patient then received an epicardial lead. There were no adverse patient effects.

Manufacturer narrative:
At this time the lead has not been returned for analysis. Therefore, boston scientific cannot confirm the reported clinical observations. There is no additional information available. If further information becomes available, this report will be updated.